Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that device failed to halt ablation. A maestro 4000 was selected for a atypical flutter ablation procedure. However when the physician finished ablating and the moment he let go of the pedal the radiofrequency(rf) did not stop. The rf had to be stopped manually. The procedure was completed using this device and no patent complications occurred.